Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 7.5, lab: 3.5. Testing occurred within 3 hours of one another. No bleeding or bruising reported.